Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was also operated on on (B)(6) 2017. An der was reported at that time patient has history of recurrent infection and severe psoriatic arthritis. Patient presents with pain and xrays revealing visible gas in xrays, leading surgeon to believe patient is infected. All components except the cup were removed. Surgeon felt that if the cup were removed, there was not enough bone to place another shell into. A thorough debridement and subsequent irrigation was performed. A new set up was utilized to reimplant the patient along with placement of antibiotic beads. Surgeon also coated exposed implants with high dose antibiotic cement. Doi: (B)(6) 2017 dor: (B)(6) 2021 left hip

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.